Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to keymed ltd, (okm). Okm evaluated the subject device and confirmed that the elevator mechanism of the subject device was broken and the forceps elevator did not work. Okm reviewed the service history for the subject device. The subject device was returned to okm on march 26th 2018 for the most recent repair and the frayed elevator wire of the subject device was repaired. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On july 18th, 2019, keymed ltd. (Okm) received the report associated with this event from (B)(6) and was informed that the elevator mechanism of the subject device was broken during an endoscopic retrograde cholangiopancretography. The procedure was completed using another endoscope. The administration time of sedation for the patient was prolonged because the 2nd endoscope was not ready when the 1st endoscope was broken. There was no report of further patient injury with this event.